Event description:
It was reported that the patient presented in clinic for an initial implant procedure. During the procedure, high pacing impedance was noted on the left ventricular (lv) lead. The lv lead was exchanged and a new lv lead was implanted on (B)(6). The patient was stable throughout the procedure.

Manufacturer narrative:
A complete lead was returned with a bypass valve and a stylet. Examination of the lead found that the diameter in a section of the connector boot was over-sized. This is believed to have contributed to the reported field event of high lead impedance.